Event description:
The surgeon contacted the cin directly. It was rpt'd the device was used during a bowel resection. The surgeon stated the device fired fine and the staple line "looked perfect" but when she milked contents through the bowel, the staple line "leaked like a sieve." The anastomosis was handsewn to complete the case. The device was discarded.